Manufacturer narrative:
Device 13 of 18. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that 18 wafers out of 2 market units from the same lot number had off-centered starter hole. Reportedly, market unit 1 had 10 out of 10 wafers and market unit 2 had 8 out of 10 wafers with wafer stoma opening off-centered. The products were not used. No photo is available at this time.

Event description:
To date no additional patient or event details have been received.